Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance by guiding the caller on how to reset the pump, and after the reset, the malfunction code did not recur. The customer was informed that they may continue using the pump and to reach out again if any further issues arise.